Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding patient¿s symptoms. Initially, bilateral deflation was reported. However, additional information indicated that the patient experienced right-sided deflation. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with the mentor procedures, and the result revealed a leakage caused by valve delamination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation with two 325cc mentor smooth round moderate profile prostheses and experienced bilateral deflation postoperatively. As a result, the patient underwent bilateral removal and replacement with two 350cc mentor smooth round moderate plus profile prostheses (catalog #: 3502350, left serial #: (B)(4)56, right serial #: (B)(4)) on (B)(6) 2020. The date of implantation was estimated as (B)(6) 2006 based on available information. This report is for the right-sided prosthesis.